Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump.